Event description:
The customer reports during an unspecified procedure using an evis exera iii duodenovideoscope with a single use distal cover, upon withdrawal of the scope at the end of the procedure, the distal cover fell off into the patient. The distal cover was retrieved, and the procedure was completed with no further consequences to the patient. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the distal cover used in the procedures. Case with patient identifier (B)(6) reports the scope used in the procedure.